Manufacturer narrative:
The exposed portion of the soft cannula was observed to be bent. During the fluid path test, fluid passed freely through the fluid path even though the exposed portion of the soft cannula was bent. Although the cannula was damaged, the time and cause is unknown. The downloaded data does not show and timeouts or drive stalls. A leak test was performed and no leaks were observed along the entire fluid path. Inspection of the device did not find any issues with the cannula assembly that would result in leaking during wear. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 371 mg/dl while wearing the pod between 36 and 48 hours, while wearing it on the leg. For treatment, manual injection was administered. The pod was leaking.